Event description:
IV (intravenous) remodulin premix patient. Patient reporting issue with solis pump. Unknown serial number or expiration date. Pt getting obstruction alert with 1 pump when priming new cassette, checked for kinks and clamps. Switched to other pump and running with no issues. Replacement pump and return box to be sent for next day delivery. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking information is not available. Photographs were not provided. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes, upon patient return. Serial number: (B)(6). Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved.